Event description:
It was reported that premature battery depletion was suspected. There was an increase observed in the sensor, but otherwise the device has been stable over the years. Disk analysis was reviewed by technical services, and were able to confirm that there is no evidence of the device depleting abnormally. The power consumption appeared to be relatively stable over the past year. Additionally, there were no resets or abnormal faults observed, the device did not appear to be affected by the accolade hydrogen issue, nor was there high atrial sensing issues found. It was indicated that the recent spike in the power consumption was caused by telemetry during a follow-up. This device remains implanted and in service. There were no reported adverse effects to the patient. Additional information was provided on (B)(6) 2022, it was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode and triggered an alert on (B)(6) 2022. The patient was admitted into the hospital and telemetry was performed over the weekend. There were several episodes of asystole with up to ten second pauses, pacing inhibition due to myopotential oversensing mainly when moving. Boston scientific technical services recommended device replacement. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets occurred during a telemetry session caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that premature battery depletion was suspected. There was an increase observed in the sensor, but otherwise the device has been stable over the years. Disk analysis was reviewed by technical services, and were able to confirm that there is no evidence of the device depleting abnormally. The power consumption appeared to be relatively stable over the past year. Additionally, there were no resets or abnormal faults observed, the device did not appear to be affected by the accolade hydrogen issue, nor was there high atrial sensing issues found. It was indicated that the recent spike in the power consumption was caused by telemetry during a follow-up. This device remains implanted and in service. There were no reported adverse effects to the patient. Additional information was provided on (B)(6)2022, it was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode and the device triggered an alert on (B)(6)2022. The patient was admitted into the hospital and telemetry was performed over the weekend. There were several episodes of asystole with up to ten second pauses, pacing inhibition due to myopotential oversensing mainly when moving. Boston scientific technical services recommended device replacement. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. The product was returned for analysis.